Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 - device evaluation: the pump has been returned to animas and evaluated on 08/25/2015 with the following findings: the pump booted up to the verify screen with auditory and vibratory alarms. The black box showed an unusual fluctuation of the voltage on (B)(6) 2015. The pump¿s current draws were all within specification. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.